Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box showed evidence there was difficulty completing a load/step function on the date of the complaint. The patient needed four attempts to successfully complete the load/step function. The pump intermittently powered up with the returned battery cap. Evidence of moisture contamination on the underside of the battery cap contact hub. A test battery cap was used for all testing. The pump powered up with the test battery cap. The battery cap fully tightened to the pump. The battery compartment was cracked in the threads area. Evidence of moisture contamination was found in the battery compartment. The pump was run for 24 hours successfully with the test battery cap. No reboots, losses of power, or call service alarms were duplicated. Multiple load/step functions were performed during the investigation and no load/step malfunctions were duplicated. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture contamination inside the pump. The motor circuit was inspected and no abnormalities were noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump wouldn't load the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.